Event description:
Additional information from the patient reported that their unit had been on since they fell on (B)(6) 2016 (captured in a separate event), and has been on since.

Event description:
The patient reported that they had a return of symptoms after back surgery because the stimulation was off. It was indicated that the patient had a fusion in their back in (B)(6) 2016 additional information received from the patient indicated that the implantable neurostimulator (ins) was never turned off for the back surgery. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.